Event description:
It was reported that the users suddenly became aware during interaction with the ventilator that the device became unresposive. It was mentioned in the report that the event did not lead to consequences for the patient.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not be reached - the given phone number turned out as invalid. It was mentioned that a biomedical engineer of the hospital has repaired the device by replacement of a pcb which exhibited a short circuit; it was not further specified which circuit board was affected. This lack of information does not allow a case-specific evaluation. Analysis of complaint data revealed that the identical device was already involved in earlier event occurred on june 17th, 2025 - subject to ufr#: (B)(4). This case was also inconclusive due to lack of information. The device had been repaired that time by internal resources as well - it cannot be excluded that a causal connection between the first repair ingress and the second event exists. Dräger cannot be held responsible for consequences that may result from third-party repairs - the risk mitigation measures embedded in the device design are effective for the product's useful life under consideration that preventive maintenance and repair is done according to the manufacturer's recommendations by authorized personnel.